Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision six years after knee arthroplasty due to fracture of articular surface.

Manufacturer narrative:
The following report is submitted to relay additional information updated:

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent a revision six years after left knee arthroplasty due to fracture of the articular surface. Patient further alleges the post sheared off and was floating around in the knee causing a popping noise, pain and discomfort. No additional patient consequences were reported.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The examination of the returned device determined that the post had broken off near the base; possibly an overload fracture the returned explant shows evidence of wear typical with an explant as well as damage that likely occurred during explantation. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. There are two different dates reported for the following: date of event: (B)(6) 2017. Implant date: (B)(6) 2011. Explant date: (B)(6) 2017.